Event description:
Pt had severe pain and leakage out of the incision. After insertion into the port-a-cath. Pt was then taken to radiology and the catheter was examined under fluoroscopy. Pt was then scheduled for surgery and had exploration of port-a-cath site. Upon examination of the catheter it was torn. The surgeon removed the port. Trimmed the catheter and reattached the port.